Manufacturer narrative:
(B)(4). Date sent: 02/23/2023. Additional information was requested, and the following was received: the only info I have been able to get is that the surgeon at first discussion said there were three staples either side of the cut line but then no more staples formed.

Event description:
It was reported that staples were missing from staple line. Patient required a blood transfusion.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: the surgeon stated that the stapler did not contain the last 3 sutures, as a result of this the inner blade has cause an injury to the atrium with a 2 cm cut. The patient was stabilized and a massive blood transfusion protocol was initiated. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? What was the procedure? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Did the patient receive any pre-op chemo or radiation? Which pulmonary vein was the stapler fired upon? Was it intrapericardially or extra pericardially? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Were there any issues with staple formation throughout the procedure at the site of the bleed? Were there any unusual sounds or noises when firing the device? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.